Manufacturer narrative:
The lead was surgically abandoned and was not returned for testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements greater than 2500 ohms on the atrial channel. A lead fracture was suspected, but was never confirmed. A revision procedure was performed and the system was removed from service. There was no x-ray performed to conclusively identify the cause of the reported clinical observations. No additional adverse patient effects were reported.